Event description:
Per the clinic, the device was explanted on (B)(6) 2013, due to improper placement of the electrode array and an infection. Reimplantation is planned but had not taken place at the time of this report.the manufacturer became aware upon receipt of the explanted device on (B)(6) 2013.additional information has been requested but has not been made available as of the date of this report, (B)(6) 2013.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed october 29, 2013.